Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for stiff left knee post left total knee replacement : adhesions. Event is not serious and is considered mild. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2015, date of event (onset): (B)(6) 2015, (left knee). Treatment: knee manipulation under anesthesia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a device history record (DHR) review was conducted previously on legacy complaint (B)(4). 4 unrelated non conformances on this batch. Micro and sterility tests were passed.